Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure within the distal esophagus.according to the complainant, the egd was completed with this radial jaw 4 biopsy forceps. However, after withdrawing the forceps from the patient, bleeding was observed at the biopsy site. The physician stopped the bleed with a bsc gold probe. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Concomitant medical product - fujinon scope. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.